Event description:
It was reported that the pt's pump had flipped during the pt's first night in the hosp after her device implant. The next day, they had planned to do a pump revision but found infection. The device system was then removed. The pt had not been re-implanted; she stated that she was now doing "good." The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.